Event description:
Adverse event(s): "corneal abrasion" (eye injury); "corneal edema" (corneal edema). Product problem(s): "trailing haptic tore from iol" (break [haptic]). A surgical technician reported that following insertion of an intraocular lens (iol), the surgeon noted the trailing haptic had torn from the iol. The iol was removed in pieces and replaced with another lens. The removal of the iol caused a corneal abrasion, corneal edema and a thirty minute delay in the procedure. In a follow-up, the surgeon reported the corneal edema had resolved and corneal health was good.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/26/2010, 05/28/2010 and 06/08/2010 by phone, fax, and mail. A completed questionnaire was received on 06/21/2010. (B)(4). (B)(4). (B)(4).